Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the customer opened the product packaging during the procedure and the back end top cap wheel was disassembled from the rear handle. The customer chose not to use the product and proceeded with using another identical endurant ii aui product. The patient is fine. No clinical sequelae were reported. Evaluation summary: the event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: (cause of the event is uknown).